Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation under the lifevest. The patient's wife, who is a nurse, started using an antibiotic cream on the irritation and covering it with gauze. Follow-up indicated that the irritation was healing.